Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints for lot. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) replacement procedure, replacement lens from the original procedure has rotated. The patient now needs a refractive procedure to correct the refractive error. No further information is expected.